Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. It is believe the customer had not set the bed alarm. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the bed exit did not alarm audibly. There was no patient involvement.